Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results while using the architect c4000 analyzer. The following data was provided. The customer uses normal range 1.7 to 2.7 mg/dl. Patient 1 initial 7.2, repeat 4.8, repeat using another analyzer 2.5, 2.5 no impact to patient management was reported.

Manufacturer narrative:
During troubleshooting, the customer noted that the cuvette washer nozzles were dripping and that the external waste pump did not appear to be working. The customer observed waste buildup by the pump drain. The customer also experienced multiple aspiration errors for the floor waste pump, the pump float appeared to be damaged. No injury or exposure were reported due to the drips or waste issue. An abbott field service engineer was dispatched to the account and found that the external waste pump float had come off. The float was reinstalled on the waste pump (waste pump, external for cc instruments, grey part 09d61-03) and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a device history review, a labeling review, and an instrument service review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systematic issue was found and no product deficiency was identified.